Manufacturer narrative:
The customer reported that the bedside monitor is turning off and on after the biomedical engineer replaced the main board. The customer was advised to reinstall the software. The customer was sent the upgraded software card. The biomedical engineer received the upgraded software card and reports that the device is giving an error when the upgraded software card is installed and will not do the upgrade. The upgraded software card was tested before shipping. Another upgraded software card similar to the version that was originally in the bedside monitor prior to having the main board replaced is being sent to the customer. Customer states that installing the new upgraded software card fixed the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not being returned.

Event description:
The customer reported that the bedside monitor is turning off and on after the biomedical engineer replaced the main board. The customer was advised to reinstall the software. The customer was sent the upgraded software card. The biomedical engineer received the upgraded software card and reports that the device is giving an error when the upgraded software card is installed and will not do the upgrade. The upgraded software card was tested before shipping. Another upgraded software card similar to the version that was originally in the bedside monitor prior to having the main board replaced is being sent to the customer. Customer states that installing the new upgraded software card fixed the issue.